Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was able to detect air in line, an upstream occlusion, and a downstream occlusion while running a loaded set. The device was determined to meet all product specifications related to the reported event. The reported device's air in line, upstream, and downstream sensors not working was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's air in line, upstream, and downstream sensors were not working during testing. There was no patient involvement. No additional information is available.